Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the select patient/acquire scans of a procedure, the spin from the imaging system did not auto transfer to the navigation system. The manufacturer representative (rep) tried to manually push the image and that would not work either. The site aborted navigation and brought in their other navigation system and took another spin and the image was able to auto transfer. Troubleshooting involved after the case the rep took test spins between the imaging system and the navigation system and the images were able to auto transfer. However, if the cable was jiggled enough on either the bulkhead end the transfer was not successful. The rep tested another cable and the issue persisted. There was no delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described is the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.